Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device due to migration of the electrode array. Additional information has been requested but it has not been made available as of the date of this report.